Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing severe pain, tenderness, spasm, tightness and irritation at the ipg site. The patient was also experiencing numbness and mild weakness in the leg. The physician did not believe that these symptoms were device or procedure related and the cause was unknown. The patient underwent a revision procedure wherein the ipg was relocated and remained implanted. The patient was doing well post-operatively.